Event description:
User experiencing discrepant sodium results since (B)(6) 2007. Only the following example was provided, which occurred on (B)(6) 2007: initial result 140 meq/l, repeat 133 meq/l. The initial result was not reported. The field service representative performed performance check tests which were within specifications.